Event description:
It was reported that when the lead was connected to the pulse generator, lead impedance was greater than 2000 ohms. A different lead was connected to the device with the same result. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.